Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain upper ('started having stomach pain on the right side in connection with the thermal balloon ablation, the pain persisted') and endometrial ablation ('thermal ballon ablation') in a female patient in her forties who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine myoma. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. In 2016, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced menopausal symptoms ("menopausal symptoms after essure insertion"). The patient was treated with surgery (removal of fallopian tubes and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain upper, endometrial ablation and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, endometrial ablation and menopausal symptoms with essure. The reporter commented: thermal balloon ablation in 2016 (indication not specified). The pain started in connection with the procedure and persisted. Patient did not want hysterectomy (myoma uteri), but she had the fallopian tubes and essure removed because of the pain at her request. The lot number was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('started having stomach pain on the right side in connection with the thermal balloon ablation, the pain persisted') and endometrial ablation ('thermal ballon ablation') in a female patient in her forties who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine myoma. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. In 2016, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced menopausal symptoms ("menopausal symptoms after essure insertion"). The patient was treated with surgery (removal of fallopian tubes and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, endometrial ablation and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for abdominal pain, endometrial ablation and menopausal symptoms with essure. The reporter commented: thermal balloon ablation in 2016 (indication not specified). The pain started in connection with the procedure and persisted. Patient did not want hysterectomy (myoma uteri), but she had the fallopian tubes and essure removed because of the pain at her request. The lot number was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.